Event description:
When tracheostomy tube placed in pt, it was found that the cuff would not inflate. This was in ICU at hosp. The old tube was cleaned and reinserted. No damage was done. Had the old tube failed there could have been serious consequences. The tube is custom-made and no substitute will work.